Event description:
The patient was undergoing a thrombectomy procedure for acute cerebral infraction using the penumbra system max. During the procedure, the physician powered the pump and switched the valve on the aspiration tubing to the on position. The aspiration pressure was observed from the pump. However, aspiration was not observed from the on/off switch on the 4max. The physician checked the proximal and distal connecting parts of the slider but did not find a problem. The operation was continued with another aspiration tubing; however, due to that unit not working well an aspiration with a syringe, retrieval with merci and pta was done. The operation was completed with no further reported issue of adverse effect on the patient.

Manufacturer narrative:
Result: there is no visible damage to the exterior of the tubing. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that there was no aspiration through the tubing once the on/off switch was switched on. The returned tubing was tested with a vacuum pump with the switch turned off and the switch turned on. The regulator on the pump was stable at (-26.5 in hg) during the functional test. Aspiration pressure was also stable when the tubing was connected to the canister, pump, and catheter. The bubbles seen at the on/off switch revealed that there is some air entering the system at the location of the switch. However, this air does not affect the performance or the safety of the system. The air is likely due to manufacturing variation of the tubing assembly. The aspiration tubing is fully functional. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.